Event description:
Product was returned as an implant failure because it failed to integrate. Based on the report, the pt had good oral hygiene and good bone condition. The surgery was a traditional 2 stage surgery in tooth location #20. Bone augmentation material was used. Implant was removed because it did not integrate, but the doctor indicated that it was not peri implantitis. The pt is described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform at intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.